Manufacturer narrative:
No evaluation possible at this time. The instrument have not been returned. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
Surgeon was pushing the gear shift into the pedicle and the tip of the instrument broke off. The surgeon easily removed the broken tip and the patient was not harmed.

Manufacturer narrative:
An evaluation of the returned lenke straight probe found the instrument had broken approximately 35mm from the distal tip. The 35mm location is the transition point where the 6.35mm diameter shaft tapers down to the pointed tip. The distal pointed tip contains the smallest diameter on the instrument and is subject to the most stress during use. Bone probes are designed to locate the proper pathway and length of the screw which is to be implanted. When used as intended the instrument would not come in contact with the amount of force required to fracture and/or deform the tip in this manner.